Event description:
It was reported that the patient was transported via ambulance to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels decreased to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with glucose gel by an emt (emergency medical technician) then given food in the ER. The patient was released within 5 hours. The pod was worn during ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.